Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The length of the membranous septum was 3mm on intracardiac echocardiography (ice). Calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, the patient experienced transient left bundle branch block (lbbb) at 80% deployment. The rhythm returned to sinus rhythm, but it reverted to lbbb again. Since the placement depth and perivalvular leak (pvl) were not problematic, the device was left in place. There was no pvl, and the placement was successful. The final placement was 5mm at the non-coronary cusp (ncc) and 5mm at the left coronary cusp (lcc). A temporary pacemaker was inserted, and the operation was completed. The rhythm returned to sinus upon exiting. On (B)(6) 2024, after the removal of the temporary pacemaker, the patient experienced syncope. Subsequently, a leadless permanent pacemaker was inserted. Hospitalization period had been extended for follow-up monitoring of the patient¿s heart rate. The patient's status was stable.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). The final placement was 5mm at the non-coronary cusp (ncc). No information was received regarding patient history of conduction disturbances. Based on all available information, a cause for the heart block could not be conclusively determined. It is possible that patient conditions, such as calcification, contributed to this event. However, this cannot be confirmed. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances, as the patient was hospitalized for a temporary pacemaker implant.